Event description:
Olympus was informed that the electrosurgical unit was not giving enough energy. Olympus followed up with the user facility and was informed that the pt presented to the hospital a few days later after a transurethral resection of bladder (turbt) procedure. The pt required surgery to repair a bowel perforation, which the physician believed was caused by the electrosurgical unit. During the surgery, the physician realized that it was not a perforation but a thermal injury to the pt's colon. The electrosurgical unit was sent to olympus for evaluation due to possible thermal injury to the pt.

Manufacturer narrative:
The device was returned for evaluation. The evaluation was not able to recreate the user phenomenon of not enough energy. The electrical surgical generator was tested using test equipments without any problem. The unit passed all functional tests, including all output measurement tests. In addition, the oscillation board has a burnt mark on the r22 resister component, which is typical of forced output over 10 seconds without a 30 second rest period, as per instruction manual. The electrosurgical unit was repaired and returned to the customer.